Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion issue on (B)(6) 2024. He reported that infusion set had blockage in the tubing. No further information available.